Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced pending erosion and autoinflation. The previous surgeon had sized incorrectly, and had the reservoir on the patient's pubic bone. The device was removed and replaced.